Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer had hypoglycemic symptoms of feeling light-headed, and her husband tested her blood glucose on the performa system and received a result of 6.9 mmol/l. Within 10 minutes, he tested her blood glucose on another roche device using different, expired test strips and received a result of 3.9 mmol/l. Husband gave the customer toast and golden syrup, and no delay in treatment was indicated. The alleged performa system was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.